Event description:
It was reported that the user experienced a blood glucose run message after the dexcom g6 transmitter expired and the transmitter was not paired, and the user attempted operation with an incorrect or missing pairing code until assisted to update the transmitter ID. Symptoms included dosing interruption notifications that dosing would stop soon. Outcomes included transient interruption of automated insulin dosing without injury or hospitalization. Investigation included customer support troubleshooting and user education on correct transmitter pairing and sensor-transmitter compatibility. Investigation of this case revealed user handling error related to use of an expired transmitter and failure to pair the new transmitter, consistent with incorrect pairing entry or attempt to pair with the wrong sensor type, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error and use of expired components.